Event description:
Pt to or for laparotomy, left hemicolectomy and low anterior colon resection with colopelvic anastomosis. During procedure surgeon used articulating 55 thick stapler and discovered that the staple gun did not fire. He inspected the staple gun and found no evidence of any retained staples. He concluded the staple gun came without any staples being included in it since none fired into the pelvis and none were left behind in the staple gun.